Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the fast fix second t did not triggered. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 reverse curved needle delivery systems was returned for evaluation. Only the delivery device was returned no suture or ts. Visual assessment of the device showed no abnormalities. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint.